Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported multiple motor error alarms in the past 30 days. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported that the drive support cap was flush. Advised the customer that the insulin pump would be replaced.